Manufacturer narrative:
The complaint device was returned for evaluation. Visual inspection found a kink was observed in the sheath assembly, and a twist was observed in the imaging window assembly. An imaging core windup was found within the telescope section of the device, which began 9.2cm from the distal end of the connector shaft. Impedance testing was performed, which showed an electrical open proximal waveform between 130-140 cm from the distal housing.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that no image occurred. The target lesion was located in the superficial femoral artery. An opticross 18 was selected for use in a percutaneous transluminal angioplasty (pta). During the procedure, it was noted that the screen has no output. The procedure was completed with another of the same device. No complications were reported, and the patient was good post procedure. However, device analysis revealed that twist was observed in the imaging window assembly.